Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer's blood glucose level was 100-200 mg/dl. Reportedly, the issue resolved and the customer successfully filled the cartridge.